Manufacturer narrative:
A ge rep evaluated the sys and replaced the battery charger and the high voltage power supply. The system operates as intended.

Event description:
The customer reported getting fast stop errors on the mainframe display. However, the customer was able to reboot system and finish case. There is no report of injury or death associated with the event described in this complaint.